Event description:
A customer reported to baxter (B)(4) of a y-type extension set that is not completely inside the packaging. The set is partially out of the sealed packaging prior to opening the package. The process step is prior to usage; therefore there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an actual unit was received for an evaluation. Visual inspection was performed and it was observed that two sets were inside the same blister packaging. One of the set was punctured, interrupting the blister seal. Functional test was not performed, since the defect was confirmed visually. The reported condition was confirmed, the cause of this condition was not identified.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.